Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helathcare provider (hcp) via a company representative (rep) regarding a patient who was receiving gablofen (2000mcg/ml at 650.7mcg/d) via an implantable pump. It was reported that he had fallen a little and bumped his belly several days ago. He had noticed that his pump incision site had opened and he could see part of the pump through the opening in his incision. The patient was admitted to the hospital and scheduled for a pump replacement and a catheter revision on (B)(6) 2025. The physician wanted to replace catheter also just to be safe. Everything works well and catheter aspirated to confirm also. The new pump was programmed the same as previous pump. The old system was discarded .the issue was resolved.